Manufacturer narrative:
(B)(4). The cg (caregiver) contacted baxter to report a homechoice with a flashing cursor in the corner. The cg stated that they were setting up early for the next therapy and the heater bag leaked. The cg said the fluid might have gotten in the device. The device was received inoperative for no display and forwarded to inop troubleshooting. The device powered up with no display followed by a se 2121 (real time clock data system test failed). These issues were unresolved; the device logs were unobtainable and the homechoice rite (return instrument test / evaluation) testing could not be performed. An internal inspection revealed extensive fluid damage to the digital board, including the real time clock component u12 and the 188 microprocessor, and the digital/accomp harness. The assignable cause for the flashing cursor was determined to be machine fluid ingress. Review of the service dates and activities revealed the previous return of the device was not for the reported problem. The device did not meet specifications. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been reported to be available for evaluation and has been requested. However, the device has not been received for evaluation as of yet. If the device is received, a follow-up report will be submitted upon completion of the evaluation.

Event description:
The customer contacted baxter's technical service center to report a homechoice (hc) with a flashing cursor in the corner during use, patient not connected. The caregiver (cg) stated that they were setting up early for the next therapy and heater bag leaked. Caregiver said the fluid might have gotten in the hc. Hp was advised to contact his registered nurse (rn). The home patient (hp) is diabetic and is on insulin; however, therapy was not discontinued prior to completion of two (2) full cycles. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until a replacement machine arrived. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.